Manufacturer narrative:
This medwatch is being submitted to report the event as the procedure (B)(6) 2015 was not completed as a result of the issue. There are no allegations of problems with zimmer biomet product.

Event description:
It was reported that patient was supposed to have undergone an orthopedic salvage procedure on (B)(6) 2015; however, the implants necessary for the procedure were not available. The surgeon noted the issue during the procedure. The sales representative reporting on behalf of the surgeon does not believe that anesthesia had been administered to the patient when the issue was noted. The implants were subsequently received by the hospital. The patient underwent the orthopedic salvage procedure on (B)(6) 2015 and no further issues were noted.